Manufacturer narrative:
The device was returned to lirc for investigation. The device was not returned to the manufacturer for investigation. Root cause is unknown at this time.

Event description:
It was reported that an explant procedure was performed since the rod was fully extended: however, during a review of investigation findings from the (B)(6), it was identified that the rod was unable to retract with presence of debris in the housing tube. The rod was noted to be extended to its maximum length.